Event description:
It was reported that the customer's insulin pump was physically damaged. The screen went black and the customer stated that their blood glucose level went up to 500 mg/dl. The customer was not hospitalized and wants to speak to a sales representative before insulin pump replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.